Manufacturer narrative:
No device information was provided, the exact recall number is unknown, possible recall number include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device has not been yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a philips CPAP device's sound abatement foam. The patient has alleged foam issue. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a philips CPAP device's sound abatement foam. The patient has alleged his state of health was very effected because his use of the CPAP device. There was no report of serious or permanent harm or injury. No medical intervention was reported by the patient. Despite multiple attempts on 10/23/2024, 4/7/2025 and 4/11/2025, the device has not yet returned to the manufacturer for evaluation. The manufacturer has not received any identifying information, such as the device name, material number, serial number, or UDI. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box h has been updated/corrected.

Manufacturer narrative:
The manufacturer previously reported the following information listed in quotes in error "despite multiple attempts on 10/23/2024, 4/7/2025 and 4/11/2025, the device has not yet returned to the manufacturer for evaluation. The manufacturer has not received any identifying information, such as the device name, material number, serial number, or UDI. There has been no response from the customer on the return of the device". Please note that following further review of complaint information it has been determined that despite attempts via email on 4/7/2025 and 4/11/2025 to the distributor, the device has not yet returned to the manufacturer for evaluation. More gfe to receive the device back will be carried out. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In this report, box h has been updated/corrected.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a philips CPAP device's sound abatement foam. The patient alleged his state of health was very effected because of his use of the CPAP device. No medical intervention was specified. No device has been returned. No further evaluation is possible at this time. Three attempts to have the device returned for evaluation and investigation were unsuccessful. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. In this report, box h has been updated/corrected.